Manufacturer narrative:
The devices remain implanted in the patient and are not available for inspection.   As reported through the legal department via (B)(6) vs. Cordis, the plaintiff had an optease retrievable inferior vena cava (ivc) filter implanted. Approximately, three and one-half months after implantation, an attempt to retrieve the device was made. During the attempted retrieval procedure, the struts of the device were observed to be outside of the margin of the vessel lumen. The filter was also noted to be tilted and the retrievable hook was embedded in the plaintiff¿s inferior vena cava wall. The physician¿s made multiple attempts to ensnare the hook of the filter but they were unable to remove it because of the embedment of the filter¿s retrievable hook. The physician¿s abandoned the procedure because of the serious risks associated with continuation thus leaving the device implanted in the plaintiff¿s vena cava. The plaintiff continues to live with the continuously increasing risks associated with the device and must submit to medical monitoring and fears the possibility of the filter fracturing, possible perforation of his internal organs, or causing the accumulation of clots and associated injuries. The plaintiff is significantly more likely to be subjected to invasive, open surgical procedures in order to remove the device and repair damage to his body. As a proximate result of the foregoing defect, the optease filter caused the aforementioned severe injuries to the plaintiff¿s body leading to damages in the form of pain, suffering, medical expenses in the past, medical expenses that are reasonably likely to be incurred in the future, mental anguish, and emotional distress. Also due to the severe injury from the device the plaintiff also suffered a loss of intangibles such as loss of enjoyment of life. No additional information is available. The product was not returned for analysis. Since a lot number was not provided, a device history record review could not be performed. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes the attempted retrieval date to be three and a half months post implantation date. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instruction for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this file.

Event description:
As reported through the legal department via (B)(6) vs. Cordis, the plaintiff had an optease retrievable inferior vena cava (ivc) filter implanted. Approximately three and one-half months after implantation, an attempt to retrieve the device was made. During the attempted retrieval procedure, the struts of the device were observed to be outside of the margin of the vessel lumen. The filter was also noted to be tilted and the retrievable hook was embedded in the plaintiff¿s inferior vena cava wall. The physician¿s made multiple attempts to ensnare the hook of the filter but they were unable to remove it because of the embedment of the filter¿s retrievable hook. The physician abandoned the procedure because of the serious risks associated with continuation thus leaving the device implanted in the plaintiff¿s vena cava. The plaintiff continues to live with the continuously increasing risks associated with the device and must submit to medical monitoring and fears the possibility of the filter fracturing, possible perforation of his internal organs, or causing the accumulation of clots and associated injuries. The plaintiff is significantly more likely to be subjected to invasive, open surgical procedures in order to remove the device and repair damage to his body. As a proximate result of the foregoing defect, the optease filter caused the aforementioned severe injuries to the plaintiff¿s body leading to damages in the form of pain, suffering, medical expenses in the past, medical expenses that are reasonably likely to be incurred in the future, mental anguish, and emotional distress. Also due to the severe injury from the device the plaintiff also suffered a loss of intangibles such as loss of enjoyment of life. No additional information is available.